Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Investigation found no error or alarms being triggered. The reported complain was not able to be duplication. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace the pump, heater, tank cover and tank gasket. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. E4: initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Contact region: (B)(6).

Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that the device alarmed and displayed a red triangle with an exclamation mark. It is unknown if there was a patient involved. No further information is available.